Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the shunt with no vessel tortuosity or calcification. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. During the second inflation at 12 atmospheres for a few seconds, the balloon ruptured. The device was removed from the patient without difficulty, and the procedure was completed with another mustang balloon catheter. No patient complications were reported as a result of this event.